Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a esophagus procedure the cartridge was connected to the adapter, the jaws were checked for opening/closing, then they put the device on the surgical table, however the calibration was performed and the jaw were articulated on their own. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The adapter was returned for an uncontrolled articulation condition. Upon a visual inspection of the adapter, it was noted that there were no abnormalities. The unload button on the adapter was depressed multiple times and it was noted, it displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. The returned adapter was then inserted into test handle 0052. Upon insertion the green adapter status led began blinking indicating the handle recognized the adapter. After a successful calibration, the green adapter status led turned solid indicating the adapter was ready for a reload. Reload was inserted into the adapter. Upon insertion, the green reload status led began to blink indicating the software recognized the presence of the reload. The reload was open/closed and articulated without issue. The adapter was then manually rotated clockwise in increments whilst observing the adapter indicator light. The adapter indicator light remained illuminated throughout the complete rotation. It was noted that no signal dropout was observed. The eeprom was evaluated and it was found to have no error codes in the event log. At this point the reported uncontrolled articulation was unable to be replicated or confirmed. To further investigate the reported conditions, the adapter was disassembled. The articulation housing assembly was then placed in a switch activation height fixture. The activation height was measured to be .355in which falls within the specified switch height activation range of .355-.357in. The sulu load ring was visually examined and no abnormalities, potential blemishes, or surface imperfections that would contribute to loss of activation height were found. Engineering was unable to replicate the reported uncontrolled articulation condition. The adapter functionally tested satisfactory within specifications. No abnormalities were noted with the adapter that would cause or contribute to the reported conditions. If information is provided in the future, a supplemental report will be issued.